Manufacturer narrative:
Insulin pump unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. The customer was advised to return the broken insulin pump for analysis.